Event description:
Report receivedd that while operating on battery power, the pump powered off without alarm.the pump was infusing an unspecified medication at an unspecified rate to a patient being transported from the recovery room to ICU.the customer reported that within minutes of using battery power, the pump powered off. There were no reported audible or visual alarms. Prior to the event, the battery was reportedly replaced and charged for 30 hours. The device was removed from clinical service. There were no reported adverse patient effects.